Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency coronary treatment procedure was completed as normal after a restart of the system. A philips field service engineer (fse) visited the site and confirmed that the system geometry movements did not work. The fse checked the logfile and found that the power control unit (pcu) was defective. The fse solved the issue by replacing the pcu. After the replacement of the pcu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.